Event description:
It was reported that device fracture occurred. A direxion? Fathom?-16 system was selected for a coiling procedure to treat an endoleak. During the procedure, however, the direxion fractured. A new direxion? Fathom?-16 system was selected to complete the procedure. There were no patient complications as a result of this event, and the patient was expected to fully recover.

Manufacturer narrative:
Device evaluation by manufacturer: the returned device consists of direxion microcatheter in 2 pieces as the luer is separated from the shaft. The microcatheter was received with a coil inserted. Microscopic examination revealed a nickel shaft fracture located at the hub. The inner lumen liner is separated from the luer. The non-boston scientific coil delivery system has a kink to the pusher wire and a coil in the catheter. Device history review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the direxion? Fathom?-16 system confirmed that the event of shaft fracture is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as cause linked to device but unable to trace more specifically. It was reported that the direxion device was fractured. Device analysis that the direxion microcatheter broke into 2 pieces as the luer is separated from the shaft. The reported damage was confirmed, but the reported information does not clearly indicate a cause of the reported issue.

Event description:
It was reported that device fracture occurred. A direxion? Fathom?-16 system was selected for a coiling procedure to treat an endoleak. During the procedure, however, the direxion fractured. A new direxion? Fathom?-16 system was selected to complete the procedure. There were no patient complications as a result of this event, and the patient was expected to fully recover.